Manufacturer narrative:
The technician tried to raise the head of the bed manually but there was no change. The technician replaced the head up valve to resolve the issue.

Event description:
Technician alleged that the head of the bed wil not raise. No injury reported.